Event description:
In this event it is reported that a waveone gold small 6-file ster 25mm file broke during use. Outcome of this event is unknown as of this MDR and further information requested.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Summary: six waveone gold small files 25mm were returned (two files in loose + four unused files). The files in loose are broken in the active part (fatigue) or at the base of the active part (fatigue). No material defect was found during analysis of the rupture patterns. No link can be established between breakage issue and information found during DHR review (batch #1765994). Unused files were evaluated and were found in compliance with specifications. Root causes are not identified. We will track this kind of event and monitor the trend.